Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called after noticing rising blood glucose levels and discovering an insulin occlusion alert. The patient was advised to disconnect and work their hands down the tubing before performing a fill tubing procedure from the cartridge menu. The patient reported a recent hand injury that limited use of one hand and stated they were alone at the time. Due to this limitation, the patient indicated they would contact emergency services to assist with clearing the tubing and restarting insulin therapy. At the time of the call, the patient¿s blood glucose level was reported to be 317 mg/dl. Blood glucose levels were affected by the event, reaching a reported peak of 317 mg/dl and remaining above 180 mg/dl for approximately 3.5 hours. The device provided alerts for blood glucose above 180 mg/dl for over 90 minutes. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. Professional medical assistance was sought to help physically clear the tubing due to the hand injury, and assistance was needed for non-diabetes-related physical limitations. No immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis were reported. The patient was advised to monitor blood glucose levels for the next 1 to 2 hours, and a follow-up call was planned. During the follow-up contact, the patient reported having assistance available and was guided through filling the tubing. The occlusion was successfully cleared, insulin delivery resumed, and blood glucose was reported to be 290 mg/dl with insulin delivering properly. No further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.